Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by patient that the patient had a urinary tract infection, and they would like to know if it was due to the pure wick. Their hcp suggested that call bd to see if other patients have had this issue. It was unknown what medical intervention was provided for urinary tract infection. Per response notes, explained it is possible, though the fact the catheter is used externally will reduce the chance of it causing a uti. Discussed other factors like hydration and fecal contamination. Advised that patient also needs to have a conversation with her hcp. They may elect to discontinue the use of purewick for some time. Bd medical information did not have information regarding data of purewick proper use or inappropriate use by end users or data of urinary tract infection instances relating to purewick use by end users.